Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned; therefore, a failure analysis of the complaint device can not be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) and sterile lot records review could not be conducted for the disposable device as a lot number was not provided by the complainant. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. If additional relevant info is received, a supplemental medwatch will be filed. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B) (4).

Event description:
It was reported that the pt had an uneventful novasure endometrial ablation on (B) (6) 2010. The pt had significant discomfort immediately after the procedure and the physician thought the pt might have a urinary tract infection. She prescribed doxycycline perio-operatively "for prophylaxis". The pt returned on (B) (6) 2010 with worsening pain, abdominal tenderness, and fever of 102 degrees fahrenheit. Her white blood cell (wbc) count was normal, a computed tomography (CT) scan showed "fluid in the pelvis but no evidence of bowel injury". The pt was admitted and taken for an exploratory laparotomy. No perforations or bowel injury were noted but "there was a collection of purulent fluid in the pelvis which was removed and the abdomen was copiously irrigated". The fluid was sent for culture. The initial gram stain identified gram positive organisms. We have been unable to obtain additional info surrounding this event.